Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an incident with surgical light volista¿s device. As it was stated both cupolas on the one light configuration turned off during the surgery procedure. There was no injury reported however we decided to report this case in abundance of caution as switching off both lights during a surgery could potentially led to the serious injury. It was established that when the event occurred, the surgical light did not meet its specifications, as device suffered battery backup failure. The device which played role in the investigated herein issue directly contributed to the event. At the time when the event occurred the device was being used for patient treatment. The investigation was performed by product specialists at the manufacturer site. According to the service report provided by the technical specialist it was found that the battery fuse holder was not correctly engaged therefore the device¿s battery backup system malfunctioned. User manual for volista (IFU (B)(4)) includes information about daily routine which should be kept to prevent incidents of this nature and it clearly states how battery backup test should be performed. User manual mentions that test should be done from the wall-mounted control keypad or from the touchscreen control panel. It is recommended if the test fails, to contact technical support. Additionally the user manual mentions the meaning of the warning indicators visible on the light head and wall mounted control kay pads, this helps to recognize from where the supply of the power comes from at the moment. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned by manufacturer.

Event description:
On 15th february, 2018 maquet sas became aware of an issue with one of surgical lights- volista standop. As it was stated, the both light heads of one configuration turned off during procedure. There was no injury reported however we decided to report the issue based on the potential. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).